Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level in excess of 600 mg/dl. The customer had symptoms such as dehydration and confusion and treated blood glucose with manual injections and taken to hospital by ems dispatch. Customer's blood glucose value was 98 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was hospitalized on (B)(6) 2017 at 7:30 pm. Customer's blood glucose was unknown when admitted into (B)(6). The customer states that there were no alarms on device. The customer was released on (B)(6) 2017 and was wearing device during hospitalization. The infusion set was changed during therapy at hospital. The customer was assisted with troubleshooting. The product was not returned for analysis.